Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device and he explained that the clips were scissoring. There were no patient consequences. He eventually was able to form good clips with the device. Two devices were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.